Event description:
The patient came in reporting pain after injuring their mcl and the cause is unknown. At 5 years and 6 months after primary the surgeon repaired the mcl and revised the insert. The surgery was completed successfully. Implanted insert: 02.07.0514fuc insert u.c. 14mm s5 1904306.

Manufacturer narrative:
Batch review performed on 07 april 2022: lot 133271: (B)(4) items manufactured and released on 29-july-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-1-2018.